Event description:
Pt became hypertensive and asymptomatic during treatment. Hemolysis was confirmed on blood draw. Treatment was terminated after 2.5 hours (intervention). Pt refused admission to hosp.